Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va034m2, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient slipped and fell less than 2 months ago and hurt his leg. Since the fall his symptoms had gotten worse. The patient had been able to go an hour without going to the bathroom; now he can't. The patient had to pull over yesterday and go the bathroom. It was reported that the implant was on the patient's left side. When the patient sleeps on his right side he gets uncomfortable stim on his left side. It was also noted that the patient experienced right shoulder pain when he sat down. This started happening after implant. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient had incontinence for the past two months as well. It was stated the device was affecting the patient¿s left side. When the patient would place their left leg over the right leg, the patient had uncomfortable pain in the penis area. It was noted that the device had ¿not worked¿ since the fall. The patient did not ¿feel¿ therapy on programs 3 or 4 and could not increase past 1.4v. It was noted the patient could feel stimulation in both programs 1 and 2. The patient was set to program 2 at 1.15v and indicated that it was comfortable.

Manufacturer narrative:
(B)(4).